Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer was informed to wait 20 minutes after removing the pump from storage mode before starting a sensor session and was guided through a pump reset. After the reset, the cgm error did not reappear, and the customer successfully started their sensor session.